Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts at the distal portion of the crimped stent were damaged and stretched distally out over the distal markerband. This type of damage is consistent with the stent encountering resistance while advancing the device followed by subsequent withdrawal. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube profile and shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 32 x3.00mm promus premier stent delivery system was advance several times; however, it was noticed that the stent struts had been lifted at the y-connector. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product, (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 32 x3.00mm promus premier¿ stent delivery system was advance several times; however, it was noticed that the stent struts had been lifted at the y-connector. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.